Event description:
It was reported that there were missed alerts. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.